Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing shocking and discomfort at the ipg site. X-ray showed that the ipg was upside down. As a result, surgery occurred on (B)(6) 2020 where the ipg was repositioned. The patient has effective therapy post operatively.